Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a persistent proximal type I endoleak was noted and an aortic extender component was implanted to treat the endoleak. The endoleak was not resolved and the physician has decided to take a wait and watch approach. While ballooning the distal portion of the iliac extender component, the physician inadvertently ruptured the common iliac artery. The rupture was treated with an atrium icast stent. The rupture was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note an additional device implanted and related to this event: (B)(4).